Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent. During the left heart catherization, the patient experienced an arm spasm, and when the onyx frontier device was removed from the patient it was recognised that the stent was no longer on the delivery system. No attempts were made to deploy the stent. A scan was carried out and it was identified that the stent was in the left lower leg. Vascular surgery was carried out to remove the stent. No further patient complications were reported as a result of this event.